Event description:
Follow up information received indicated that the new implantable neurostimulator was implanted on the opposite side of the previous ins system. The patient was reported as doing great after the removal/implant procedure. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the entire implantable neurostimulation system was removed due to infection. The patient received a new system on the same day. Additional information has been requested, a follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Lead model 3093-28, lot #v762718, implanted 2011 (B)(6), explanted: 2011 (B)(6).